Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient was implanted with two peripheral nerve stimulation (pns) leads. After the test duration of one week, the patient should get the stimulator implanted. During this operation the doctor saw that there was liquid inside the isolation of the lead. After opening of the connection point and pulling off the connector boot, the doctor saw that the isolation of both leads were destroyed; lead isolation fracture occurred. No patient symptoms or complication were associated with this event. No diagnostic testing or troubleshooting was required. The leads were replaced and the product issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the lead with lot number 0209591525 found ¿the outer insulation was broken under connector #0. The lead was electrically okay with no impedance issues observed. Suspected body fluids were observed in the lead, but fluids in the lead would not impact the performance as the conductors were individually insulated.¿ analysis of the lead with lot number 0209591522 found ¿the outer insulation was torn under connector #3 and the proximal end of the lead was stretched. The lead was electrically okay with no impedance issues observed. Suspected body fluids were observed in the lead, but fluids in the lead would not impact the performance as the conductors were individually insulated.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# 0209591525, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-45, lot# 0209591522, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.